Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-02834. It was reported the patient underwent a procedure to reposition the drg ipg. During the procedure, the physician inadvertently moved 2 of the leads. The leads were repositioned and the patient is doing well.